Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading of 30 mg/dl. Troubleshooting was performed, and found that a bolus of 6.4 units had been delivered prior to the event. The customer's mother was unable to perform any troubleshooting at the time of the phone call. The customer's mother was advised to call back to complete troubleshooting. Nothing further was reported.